Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the set screw on the implantable pulse generator (ipg) "burst" pre-operatively. The device was not used and replaced. No patient complications have been reported as a result of this event.